Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. The patient has 2 scs systems. It was reported the patient is experiencing ineffective therapy in the supra-orbital (off label) portion of his system. It was noted the patient is implanted for headache pain. In addition, the patient feels partial stimulation therapy. The patient stated the supra-orbital system stopped working as effectively approximately 8 months ago. Subsequently, the patient will undergo surgical intervention as the next course of action. This report was originally submitted on (B)(6) 2015 under MFR report # 1627487-2015-266346. The filing is hereby resubmitted to reflect the appropriate MFR report number

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00186. Follow-up information revealed the patient's supra-orbital system was ineffective due to the ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. It was also reported the patient leads were not revised and the reported issue is now resolved. Please note: the patient's ipg has been added to this event as a new device report (device 2).